Event description:
It was reported that the unit arrived with one of the rear wheel spokes cracked.

Manufacturer narrative:
It was reported that the one of the rear wheel spokes cracked. no shipping damage. There were noreports of death, serious injury, medical intervention, or follow up care. It has been determinedthat the reported event could cause or contribute to serious injury if it were to occur again. In anabundance of caution, this is a reportable event. If additional information becomes available thisreport will be reopened and reevaluated. This Medical Device Report (MDR) is being submitted aspart of retrospective review activities, which include review of historical data in accordance withregulations at 21 CFR Part 803. The information included in this MDR reflects the informationreasonably known to the manufacturer at the time of this retrospective review and submission.